Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient presented with shortness of breath with mild exertion. The patient was also found to be bradycardic upon activity at times. An interrogation revealed that the right ventricular lead had short v-v intervals and was oversensing noise. The lead remains in use. No further patient complications have been reported as a result of this event.